Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -10.0 diopter had a lens tear/break during loading. On (B)(6) 2022, the replacement lens was implanted into the patient's right eye (od) and the problem was resolved. The cause of the event was user error.